Event description:
It was reported that a malfunction occurred on the pump, and no notable events were mentioned prior to this. The impact on the customer's blood glucose level was unclear, as the customer did not disclose whether it exceeded 500 mg/dl. Technical support decided to replace the pump, and no further information was gathered since the patient requested a discussion with management.